Event description:
The manufacturer received information alleging device hot to touch. Device will not turn on/device not functioning, device/power cord or supply too hot to touch, difficulty breathing/short of breath related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.